Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Per IFU: anticipated post-procedural complications: for any endometrial ablation procedure, commonly reported post-operative events include the following: cramping/pelvic pain. Post-treatment cramping can range from mild to severe. This cramping will typically last a few hours and rarely continues beyond the first day. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation on (B)(6) 2013, the patient went to the emergency room (ER) on (B)(6) 2013 complaining of pelvic pain. The ER doctors found nothing and the patient was discharged. On (B)(6) 2013, the patient returned to the ER still complaining of pelvic pain. The patient's "blood count was low and fever was present [temperature unknown]". It is unknown if intervention was required. The patient was discharged. On (B)(6) 2013, it was reported by the physician that the patient's ER "computed tomography (CT) scans, ultrasound (us), etc. Were negative. On follow up in the office, the patient had very mild degree uterine tenderness without masses or any peritoneal signs of an acute abdomen. The patient did not have a foul discharge or fever and no acute symptoms of endometritis. [The physician] empirically treated her with doxycycline and flagyl to rule out a low grade endometritis". On (B)(6) 2013, it was reported that the patient is doing "better and no longer experiencing pain".